Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she found air bubbles in the tubing and the reservoir. Blood glucose at the time of the incident was 174 mg/dl. The customer stated that she changed the infusion set and reservoir. The customer confirmed that the insulin was stored at room temperature and the insulin pump was not rewound with a reservoir in place. Troubleshooting was not completed since the customer did not have air bubbles in the current set. It was advised to call back if issue recurs. The product will not be returned for analysis.